Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple, intermittent unexpected shutdowns occurred. Customer confirmed pump display turned on when plugged into a power source. Blood glucose (bg) level was between 400-600 mg/dl with ketones considered dangerous by healthcare provider. To address bg, customer administered manual injections and/or changed pump supplies. Reportedly the customer continued to use the pump for insulin therapy.